Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that an error occurred with the integrated electrosurgical unit (iesu). The caller was not with the system at the time of the call. The caller was advised that the iesu could be bypassed with a force triad generator. The customer stated that they would possibly call back to perform additional troubleshooting. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to the c-84 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested on in-house system and displayed error c-33. There was no physical damage found during visual inspection. The root cause is attributed to a defective component. The c-33 error was triggered due to a high voltage measurement value.